Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the ventricular lead. The lead was found to have dislodged. The patient was very active, not allowing for the lead to set itself in the myocardium. The patient had received a lead reposition one month previous and the physician did not want to reposition the lead again. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Small metal "nub" broke off impactor during procedure. Piece of metal retrieved from wound intact. A 3m x 3m piece broke off.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.